Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a collimator too large error. No pt injury was reported.